Manufacturer narrative:
Medical device expiration date:na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd facscanto¿ ii system w/fluidics cart that leakage under pressure occurred outside of the instrument. The following information was provided by the initial reporter: it was reported by the customer that there is a leak in the wet cart. Leak checklist from case: was the leak liquid or air? Liquid was the leak contained within the instrument? Not contained was there spray of liquid? Spray, under pressure.what was the fluid that leaked? Non biohazard was the customer/ bd personnel physically in contact with the fluid? No.

Event description:
It was reported that during use with the bd facscanto¿ ii system w/fluidics cart that leakage under pressure occurred outside of the instrument. The following information was provided by the initial reporter: it was reported by the customer that there is a leak in the wet cart. Leak checklist from case: 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of liquid? Spray, under pressure. 4. What was the fluid that leaked? Non biohazard. 7. Was the customer/ bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, and serial # (B)(6). Problem statement: customer reported a complaint regarding a spray of fluid under pressure not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 23jun2021 to date 23jun2022. Complaint trend: there are 9 complaints related to fluidic sprays; date range from 23jun2021 to date 23jun2022. Manufacturing device history record (DHR) review: DHR part #338962, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid was due to worn probes/sensors and filters. The customer had initially reported a fluidic leakage not contained within the instrument and requested than an fse (field service engineer) install bleed valves on the filters. An fse was dispatched onsite to resolve the issue, and they were able to successfully locate the leakage to be from the wetcart. The fse found that the waste and clean probes/sensors were damaged (pn 343835, 338978) and replaced those parts as well as the wetcart filters (pn 33566307). No parts were requested for evaluation as the replaced parts are not returnable. After the repair the instrument was tested and was performing as expected. Although there was a spray of fluid outside of the instrument, the customer confirmed that the leakage was of a non-biohazardous material and that they did not come in contact with it. Proper daily and monthly cleaning and maintenance can help maintain an optimal system, and instructions can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2018. Defective part number: 33566307 - wet cartliquid filter assembly service, 343835 - aux level sensor 1-sw 24v 7.5in stem, 338978 - snsr 2-level-sw 120vac 10.6in stem 7-pin. Work order notes: subject / reported: leak in the wetcart. Problem description: leak in the wetcart during the shutdown process. Customer is requesting that if the fse could he put bleed valves on the filters. Work performed: arrived onsite to troubleshoot canto. Cause: observed damaged waste and clean probe. Replaced both and wetcart filter and bleed and opt tested. Solution: system is passing cst and was returned to customer for use. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, risk analysis canto ii fluidics was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. Item: 3. Sheath level sensor for plenum. Function: 3.1 level sense. Potential failure mode: 3.1.1 level sense fails. Potential effect(s) of failure: 3.1.1.2 plenum overfills - destroys regulator. System doesn't run. Potential cause(s)/mechanism(s) of failure: mechanical failure - float cracks, fills with fluid, sinks. Current controls: 1. Cannot acquire; system stops2. Event rate drops to near zero. Recommended actions: for future iterations, suggestion is to replace hollow float with solid one. Initial severity: 7. Initial occurrence: 2. Initial detection: 1. Rpn: 14. Item: 4. Quick disconnect. Function: 4.1 connects tubing to filters and fluid tanks. Potential failure mode: 4.1.1 tubing failure. Potential effect(s) of failure: 4.1.1.2 decrease in pumping efficiency. No sheath. Potential cause(s)/mechanism(s) of failure: waste fitting leaks. Current controls: 1. Pump compensates for leaking. Initial severity: 5. Initial occurrence: 6. Initial detection: 1. Rpn: 30. Item: 21. Wet cart. Function: 21.1 handle fluids. Potential failure mode: 21.1.1 obstructs area around cytometer. Potential effect(s) of failure: 21.1.1.1 customer trips, spills tube - biohazard. Potential cause(s)/mechanism(s) of failure: 21.1.1.1.1 size and placement of wet cart. Current controls: site guide, section 2.3 (bd facscanto¿ site planning guidep/n 337120a). Severity: 9. Occurrence: 3. Detection: 2. Rpn: 54. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to worn probes/sensors and filters. Conclusion: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to worn probes/sensors and filters. The fse was able to confirm the issue and found it to be from the wetcart during the shutdown process. The fse found that the waste and clean probes were damaged and replaced the two parts. They also replaced the wetcart fluidic filters before testing the instrument. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level.